Event description:
Pt fully dilated and began pushing. Attempted to remove foley catheter but could only remove 2 cc water from the balloon. Unable to discontinue catheter. Md notified - cut foley catheter approximately 3" from insertion site, inserted a needle into the balloon and deflated it.